Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? It¿s unknown. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? It was malformed. Were there staples missing from the staple line? No. Was the device locked on tissue with the jaws closed? Yes , it was locked. If yes, how was the device removed? Cut off locked part and removed device. The surgeon changed to new body . What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Reverse button was used. Is the current patient status known? It¿s unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) It¿s unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2021. D4: batch # u5f157. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the would not open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the would not reverse button force, slide the knife reverse switch forward to return the knife to home position. And for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that a harmonic :during surgery , there was an error message form gen11 " replacement of device ". A psee60a was used stapling was not forwarded even, jaw was not opened.